Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime and basic occlusion tests due to a faulty force sensor resistor. No cosmetic damage found on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was unable to complete the rewind sequence as the alarm was recurring. Blood glucose value is unknown; customer stated she had checked her blood glucose a few hours prior to calling and was fine. Customer was advised to discontinue the use of the device. The insulin pump was replaced and returned for analysis.